Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient discontinued the ilet after approximately two weeks of use due to recurrent low blood glucose events and transitioned to a different therapy, later expressing a desire to return to the ilet. Symptoms included hypoglycemia with cause unclear. Outcomes included no alert or alarm activity reported and no hospitalization. Investigation included internal complaint review. Investigation of this case revealed insufficient information to determine a device malfunction or user-related factor, and no device component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.